Event description:
It was reported that after a carbohydrate-heavy dinner for which the user entered a larger-than-usual meal announcement, the user experienced elevated glucose and then performed a second meal announcement in an attempt to correct, after which glucose trended down into range. The agent advised that repeated meal announcements for correction could cause maladaptive learning of the ilet. Symptoms included hyperglycemia with a peak if 292 mg/dl. Outcomes included resolution of hyperglycemia without medical intervention. Investigation included review of synchronized device report logs and a follow-up contact attempt. Investigation of this case revealed user technique contributed to the event, with the device functioning as designed and glucose subsequently returning to range. It was concluded that the event was related to user management of meal announcements rather than a device malfunction, and education on appropriate use was provided.